Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that there was no difficulty implanting the 27mm navitor vision valve. There was mild annular calcification. The cause of the patient's asystole is unknown. The cause of the patient's complete heart block is attributed to the implant procedure and the 27mm navitor valve. There is no actual allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of heart block (complete block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported cardiac arrest is a cascading event of the heart block. The reported unexpected medical interventions, surgery, and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 3 mm. On (B)(6) 2024, it was noted on electrocardiogram that the patient's pr interval lengthened and subsequently, went into asystole. The patient was administered atropine and successfully resuscitated. However, the patient remained in a complete heart block. The decision was made to administer the patient isoproterenol and place a temporary pacemaker. On (B)(6) 2024, the decision was made to implant a permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.